Manufacturer narrative:
(B)(4). The insulin pump was received with severely cracked and bleeding lcd glass, minor scratched lcd window, missing display window/cover, cracked case, cracked case at the display window corners, cracked belt clip slot, broken battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. No unexpected rattle sound anomalies noted.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that she had dropped her insulin pump and ever since she dropped it, it started making a rattling sound. Customer added that her pump was cracked. Customer stated that the cracked appeared to be along the battery compartment threading. Customer stated that her insulin pump had fallen to the ground and had cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.